Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and reservoir ring was loose at reservoir chamber o ring and lip. The customer's blood glucose level was 250 mg/dl at the time of incident and current is 145 mg/dl. The customer treated high blood glucose by bolus with insulin pump and manual injection. Based on customer report customer does not allege pump was under delivering. The customer reported that the plastic ring was came off and it dangles on the cord, customer still feels that reservoir locked in the place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test and force sensor test. Device received with faded serial number label. Device received with minor scratched display window, case and keypad overlay.